Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during surgery, the device was difficult/impossible to open. No patient harm.

Manufacturer narrative:
One device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The investigation found the jaws opened and closed properly when the latch was retracted and released. The device was activated ten times on a saline soaked towel with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. The provided lot number indicates that this product was manufactured in shanghai. The appropriate personnel have been contacted and the manufacturing non-conformance search results will be recorded in the DHR task. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during surgery, the device was difficult/impossible to open. It was being applied to a tissue when the event occurred, but was not locked on tissue. No patient harm.